Manufacturer narrative:
A field service engineer (fse) evaluated the reported event at the customer's site. The fse was able to confirm the reported event, but was not able to replicate it. The fse suspected the sample needle assembly was partially clogged and replaced it. The g8 analyzer was returned into operational status.

Event description:
This report summarizes 1 malfunction event on the g8 analyzer. The review of this event indicated that the g8 analyzer experienced a calibration failure, which caused delayed reporting of hemoglobin a1c (hba1c) patient results. This report was received from one (1) source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.